Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during pre-test, when injected fixed water, the fixed water leaked from the funnel part.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly. No leakage observed from the inflation funnel or the drainage funnel. Balloon concentricity meets specification. With the syringe attached the balloon passively deflated in under 5 min: 1 min 14 sec with no issues observed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during pre-test, when injected fixed water, the fixed water leaked from the funnel part.